Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).  Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment issue occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel of the upper arm. A 6x46x75/ iliac 6f wallstent rp endoprosthesis was advanced to treat the lesion. As the outer sheath was pulled, the stent was difficult to deploy. The physician suspected that the outer sheath was bent in accordion shape and caused the stent deployment failure. Eventually, the stent was able to be deployed however, it did not fully cover the target lesion and the stent deployed by itself. Another wallstent was implanted and the procedure was completed. No further patient complications were reported and the patient's status was good.